Manufacturer narrative:
Age at time of event: unknown day, unknown in 1935. Date of event: 1 to 3 months post-operatively. This report is for one proximal femoral nail antirotation nail/unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one to three months after a proximal femoral nail antirotation procedure there was heterotopic ossification. No actions have been taken, there is permanent body impairment. This report is for one proximal femoral nail antirotation nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate. Information already submitted under MFR report number 2520274-2014-11106.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.